Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during the dwell three of four on the homechoice. The home patient (hp) indicated that the patient line had become disconnected from the transfer set. The technical service representative assisted the hp to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.